Event description:
Additional information received from the company representative reported a troubleshooting operation occurred the day prior to report. The impedance was now ok and the patient was ok and receiving effective therapy. The connection between the implantable neurostimulator (ins) and extension was not good. The physician took the extension out of the ins and put it back in. After that the impedances were ok. There was no device issue. The patient didn't experience any falls/trauma related to the issue.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was always twitchy and they had symptom return. Impedance measurements were taken. The left lead 8-11 was 826 ohms, 9-11 was 826 ohms, 8-9 was 33 ohms, 8-10 was 33 ohms and c-8/c-9/c-10 was 558 ohms. No interventions were taken and the issue was not resolved at the time of report. The neurologist had to speak with the neurosurgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.